Manufacturer narrative:
An internal biomérieux investigation was initiated to investigate a report received from a customer in the united kingdom related to a misidentification of enterococcus faecalis as streptococcus pyogenes in association with the vitek® ms instrument. The organism was subbed to a purity plate and re-run on vitek ms, and the final result was as expected, enterococcus faecalis. Data was requested from the customer in regard to the investigation; however, no data was received. Therefore, it was not possible to continue the investigation, confirm the discrepancy, or determine a root cause.

Event description:
A customer in the (B)(6) reported a misidentification of enterococcus faecalis as streptococcus pyogenes in association with the vitek® ms instrument. The customer reported that the culture looked like enterococcus faecalis on the plate but was twice identified as s.pyogenes with the vitek ms. The organism was subbed to a purity plate and retested, and the result was e.faecalis. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.